Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the debris in the couple could not be identified. A root cause could not be identified for the corrosion of the coupler. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the coupler. The most probable cause of the event coupler corrosion was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited debris attached on coupler, and a corroded coupler. There was no patient involvement.